Manufacturer narrative:
H10: the actual device was not available; however, two photographs of the sample was provided for evaluation. The visual inspection of the first provided picture showed a still connected blood connection. The dialysate side was disconnected and the blood protection cap was screwed on. The reported condition was not verified. Due to the absence of an actual sample, the cause of the reported problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use, an external fluid leak was observed from the port of a theranova 400. There was no patient injury or medical intervention associated with this event. No additional information is available.